Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review was performed and revealed and no issues were found during the prior servicing related to the reported event. No therapy log data was available near the reported occurrence date (B)(6) 2024. The device was found to meet specifications. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced shortness of breath during an unknown process step. It was not known if the patient was connected to the amia device at the time of the event. It was reported that emergency services was called and the patient was hospitalized. There was no report of medical intervention associated with this event. Patient outcome was not reported, however it was reported that the patient was discharged from the hospital. Renal therapy services initiated a swap and continuous ambulatory peritoneal dialysis was discussed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.